Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3522 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "this patient¿s PICC was placed on (B)(6) 2021. A single lumen PICC was placed on the left arm with no issues reported. Cxr was not needed, due to being able to confirm PICC placement with 3cg (max p waves). Patient was readmitted back into hospital on (B)(6) 2021 for dvt in that arm (vein to cath ratio on insertion was 28%). Cxr upon admission shows a loop/kink in the mid subclavian area. PICC was removed with minimal resistance."